Manufacturer narrative:
(B)(4).

Event description:
Procedure: type: ventral hernia repair according to the reporter: when pt woke up, he was coughing abruptly and a noise was heard. Allegedly, the pt was reopened and the device had torn from the sutures. The surgeon took the implant out and replaced it with a skirted mesh.